Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing broke. The customer experienced a blood glucose (bg) level over 600 mg/dl and large ketones. The customer administered a manual injection to address bg level.